Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter to request additional information which had been provided. According to the reporter "the surgeon's burn would be classified as a second degree burn - the laser penetrated the epidermal layer of skin. First aid treatment of pouring cool water over the finger was carried out with no additional treatment having been reported. There is no ongoing issues and the burn has since healed." A search of the complaint database revealed that no similar complaints of "fiber breaks/fractures" exist for the specified lot. A review of system risk files revealed the following three risks of fibers 'breaking': risk #1 ((B)(4)) triggered by "user damages fiber external surface during operation" has the potential to lead to prolonged procedure, equipment damage, patient/user/staff injury. Risk #2 ((B)(4)) triggered by "fiber is damaged during shipment" has the potential to lead to prolonged procedure, equipment damage, patient/user/staff injury. Risk #3 ((B)(4)) triggered by "user error (e.g. Excess energy) causes mechanical damage to fiber" has the potential to lead to prolonged procedure, equipment damage, patient/user/staff injury. In each of the aforementioned; the risk has been quantified and found to be negligibly small, and the risk has been characterized and documented as acceptable within full risk assessment. No corrective action or remedial actions were deemed necessary as a result of this event. A review and analysis of all available information failed to determine a root cause at this time, however the subject fiber is expected to be returned to the manufacturer for evaluation. Upon return, once a cause for the reported event has been determined, lumenis will file a follow-up MDR.

Event description:
A foreign user facility reported that during a holep procedure in which a moses 550 was being utilized with a lumenis pulse 120 laser, the fiber broke, subsequently burning the surgeon's finger. First aid was given to the surgeon's burn, and a new moses 550 fiber was opened to complete the procedure. No report of injury or patient complications was received as a result of this event.